Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient with a chronic driveline infection was admitted with plans for a pump exchange. Their original heartmate 3 was implanted on (B)(6) 2021. This patient had chronic driveline infections requiring washouts, after which they would be discharged. The infections were positive for pseudomonas, klebsiella pneumoniae, and methicillin- resistant staphylococcus aureus (mrsa). The patient was to receive a whole new pump due to the infections. The antibiotic treatments given included cefepime, vancomycin, and merrem (meropenem). MFR 2916596-2024-06388 captured the onset of infection.